Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. During the product analysis the investigator inserted a guidewire through the device as per the product specification without any resistance. The hub and the tip were visually inspected and no issues were noted. A visual and tactile examination identified multiple outer kinks along the length of the device. The stent was returned partially deployed by 40mm. A stent wire was lifted at the distal end of the partially deployed stent. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 15feb2017. It was reported that difficulty tracking over the wire occurred. A 14x90/9fr wallstent® was advanced but could not track over the guide wire and into a 9f sheath. No patient complications were reported. However, returned device analysis revealed stent damage.